Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Call came through technical services. Dealer no longer on the phone. The dealer states that the set drive configuration is not staying in the program.